Event description:
Staff placed an indwelling double lumen catheter. The foley was not tested prior to placement. The nurse placed the catheter after epidural was placed, inflated the balloon without issues noted at the time, and gently pulled on the tubing to check placement. The catheter was then secured to the patient¿s leg with the statlock foley stabilization device. The catheter was found in the patient¿s bed by the physician when performing a cervical check. Balloon was deflated and had no apparent damage to catheter or tip. On further investigation by the nurse, the balloon was inflated again, and a leak in the tubing right below the balloon was noted. The leak was a tiny pinhole which was not visible until the balloon was fully inflated. When done so, there was a notable thin stream of water that was viable.